Event description:
It was reported that the patient experienced being 'zapped' by their implantable neurostimulator (ins). Specifically, this occurred when the patient increased the stimulation with the use of the programmer antenna over the implant. It was not clear if this occurred when not using the antenna. The patient noted that they had 'good days and bad days.' The patient was going to the bathroom every 1.5 to 2 hours but now could go 4 to 5 hours without the need to go. It was also reported that the patient seemed to lack a basic understanding of the programmer use. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0334l, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).